Event description:
Reportedly, 3f valve was explanted at implant due to severe aortic regurgitation between the commissures. At explant, the 3f valve appeared to be in good condition. It was replaced with an edwrds magna 25mm valve. No pt problems were reported as a result of this event. Pt is reportedly doing fine. Doctor noted that the echo showed a significant jet between the left coronary cusp and the non-coronary cusp. He feels that when he sutured the valve in place (running the suture), he must have went out of plane, thereby causing the leak.

Manufacturer narrative:
Valve has been returned to contract pathology lab for analysis. Review of the device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.